Manufacturer narrative:
This supplemental report is being submitted to provide additional information. As part of the pms study process, scope inspection was performed at third party laboratory. Below is the summary case report for this scope. The destructive sampling identified klebsiella variicola, sphingomonas spp. And enterococcus hirae that are categorized high concern organisms. None of the organisms was not identified in the initial sampling. After the disassembling, the following was observed. Detachment of the glue of the bending section and the distal end cover. Presence of oxidation under the glue around the light guide lens. Missing parts of white glue around the light guide lens.

Manufacturer narrative:
This report has been updated in the following fields: g4, g7, h2, h6 and h10. Testing of the device reveals the presence of klebsiella varricola and enterococcus hirae in the channels of the olympus tjf-160vf n° (B)(6). The nature and number of microorganisms found on test pieces and in the endoscope channels after dismantling (environmental and waterborne bacteria) seem to indicate that the contamination found on the endoscopes pieces and/or channels could be due (I) to a contamination of the endoscope and/or the samples during storage and/or dismantling and/or (ii) to some defects in the reprocessing procedure applied to the endoscope after the last use. These organisms were not identified in the initial sampling. Olympus submitted the sampling and culturing study interim report of the tjf-q180v on october 30, 2019. According to the report, a root cause of this case is following; although no deviations were observed during the reprocessing review, insufficient reprocessing due to improper reprocessing procedure is a potential cause.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of review of the scope reprocessing, and of review of the sampling technique for the positive culture sample. The olympus ess (endoscopy support specialist) performed a review of the reprocessing technique. The ess noted that the user facility uses a third party flushing pump instead of the reprocessing steps and equipment specified for manual cleaning / flushing, and for post-aer flushing and rinsing. The user facility does not sterilize scopes. Independently, the sampling technique and circumstances for the sample were reviewed. A deviation was noted; a cardboard box had been brought into the room from outside the room. It was also not verified whether the air conditioning system had a suitable filter maintained at regular intervals.

Manufacturer narrative:
As part of the post market study, the scope was sterilized and returned to the service center for evaluation. A visual inspection on the scope identified an excess amount of foreign yellowish color substance throughout the inside the instrument channel and suction channel. There was no sign of foreign substance/materials found on the external areas of the insertion tube, bending section cover, and distal end. As a result of the destructive testing, the scope was received without the distal end cover and the elevator forceps raiser, therefore, a leak test could not be performed. A review of the scope's instrument history records indicates there were three repairs in the past three years; none involving positive culture or foreign contamination. The cause of the foreign yellow colored substance and the reported positive culture cannot be determine at this time as the investigation is ongoing. However, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
The scope has not returned to olympus for evaluation. The cause of the reported complaint cannot be confirmed. Currently the investigation is ongoing, and as part of our investigation, an olympus endoscopy support specialist (ess) will be dispatched to the user facility to observe the reprocessing technique of the technician involved. The sampling technique involved in the reported positive culture will also be reviewed. Olympus will continue to investigate and work with the user facility to obtain more specific and detailed information regarding the reported event. If additional information becomes available, this report will be supplemented accordingly.

Event description:
Olympus was informed that during a post market surveillance study, the scope tested positive for klebsiella pneumonia microorganisms.